Event description:
Medtronic received information that during the implant of this bioprosthetic valve, echocardiography revealed severe central regurgi tation. 10 days following implant, the valve, which was seated securely, was explanted and replaced with another valve. Following explant, the valve showed normal appearance and function.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the limited information at this time, no conclusive cause to this event could be determined. Upon receipt of analysis and investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Approximately 17.5 months post-explant, the patient subsequently reported that there also had been paravalvular leakage prior to explant, and that his physician had indicated the patient's annulus had "bumpy edges". The patient reported he was doing well following the valve replacement. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was slightly distorted. Note: distortion suggests a sizing issue and/or squeezing the stent in excess. The distortion may have been more pronounced in vivo. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A thick striation was noted on the outflow of the right cusp adjacent to the septal shelf or muscle bar. All commissures were intact. The left right commissure appeared splayed; the free margins of the left and right cusps appeared to fold slightly back on themselves. There was no evidence of host tissue on the inflow or outflow. The hydrodynamic testing data showed the gradients were slightly higher than the historical testing data. However, the regurgitations were lower than the baseline data. High speed video observation showed the stent posts were obviously bent inward indicating deformation beyond that which the device can tolerate and still recover fully was exceeded at some point. This would change coaptation characteristics and was possibly contributing to the higher gradient and smaller eoa, along with the blood exposure and sterilization process (decontamination). There was also a very thick striation in the right cusp that inhibited full opening. There was no obvious reason for the severe regurgitation noted in vivo. All leaflets closed tightly together with no sign of gaping or leakage. Conclusion: analysis could not duplicate the reported clinical observation as the valve performed as designed and within specification during laboratory testing. (B)(6). (B)(4).